Event description:
It was reported that during a low anterior resection rectum procedure, the device was fired but there was no staples in the cartridge. Another cartridge was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device return additional information requested and the following response received on (B)(4) 2011: per the affiliate response to info requested-voc and MDR remain the same I send the information provided by our rep sales. The analysis results showed that the reload was received in good visual conditions, void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. No functional test was performed due to the condition of the device. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.